Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on his left side of his rib cage, especially under the front therapy electrode. The area was described as a blister-like, burn-like mark that is red and is about 3-4 inches long and 3 inches wide. The patient's doctor recommended using hydrocortisone to treat the irritation. The patient's son also reported that the patient's garments were too tight and that the garments are cutting into and leaving imprints on his skin. The patient was given larger garments. During a follow-up, the patient indicated that the irritation had cleared up.